Event description:
It was reported that, "when our sr was checking the ar skim cut guide and the anterior stylus, he noticed the stylus was too tight to revolve on the skim cut guide. It was because the groove of the hole of the skim cut guide was deformed."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.